Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable." The continuous infusion rate had been set at 2 ml/hr. The starting original reservoir volume had been 49.70 ml. The air detector had been turned off, and the upstream sensor had also been turned off. The infusion had been set for 46 hours. The lock level had been set to 2. The pump had been used to prime the extension tubing. The patient was not affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.